Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented to the hospital for other reason, bradycardia was observed on telemetry. Post-paced t-wave oversensing was observed. During interrogation, the device did not record any episodes of non-sustained ventricular oversensing. Programming changes were made. The patient was stable and will continue to be monitored.